Event description:
It was reported that: "the above implants were explanted due to loosening of the acetabular shell. The existing omniflex hip stem was found to be well fixed and remained in place. The acetabular shell and insert were replaced with implants from another company. The c-taper head was replaced with a universal c-taper adaptor sleeve # (B)(4) (lot 32797001) to and a biolox 40mm universal head # (B)(4) (lot# 33784601)."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.